Event description:
Patient had pns lead implanted on (B)(6) 2020. Patient reported fluid at the area and painful to touch. Physician determined the incision for the lead placement was infected. On (B)(6) 2020, physician determined the infection cleared post two rounds of antibiotics.

Event description:
Patient had pns lead implanted on (B)(6) 2020. Patient reported fluid at the area and painful to touch. Physician determined the incision for the lead placement was infected. On (B)(6) 2020, physician determined the infection cleared post two rounds of antibiotics.